Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 492 mg/dl with polyuria and polydipsia. The patient reportedly received insulin via injection from a nurse as treatment. The reporter alleged there was moisture behind the display screen and the pump did not have power. The reporter denied damage to the battery compartment. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power with moisture ingress issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: a review of the black box showed the last basal delivery was on (B)(6) 2018. The pump was returned with moisture behind the display lens with no corrosion in the battery compartment. No unexplained power on reset events in the black box. The battery cap was not returned and a test cap was used for all testing. No damage was found to the battery compartment. A test battery cap fully attached to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. A leak test failed due to a cover crack on the front of the pump between the lens bezel and case seal. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.